Manufacturer narrative:
Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient lasik procedure was performed on (B)(6) 2023 and presented at one days post op reporting that everything was blurry and there was a little dryness. Patient was given a sample of refresh drops and was to continue with current medications. On (B)(6) 2023 patient was seen for blurry vision in both eyes. The timing is described as sudden onset and quality is improving a little. Patient feels like he has slept in contacts. Recommended readers +1.50 and lasik enhancement. Relift enhancement both eyes was performed on (B)(6) 2023 and patient to continue with medication. On (B)(6) 2023, 6 months post-op patient describes it takes few minutes in the morning to adjust and reading is blurry. Relief is experienced from readers. No additional information was provided. This report is 2 of 2 reported.